Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the failure to heal is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 1/21/2020, that a sign im nail implanted to repair a fracture had to be removed due to failure to heal. Surgeon comment: "charcot ankle in a senseless neuropathic leg. Early unprotected weight bearing led to arthrodesis failure. Implant was removed on (B)(6) 2020."